Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on an unspecified date/time in (B)(6) 2010. The alleged inaccurate high result the patient obtained with the subject meter is unknown. The patient manages his diabetes with insulin (self-adjuster); however, on an unspecified date/time in (B)(6) 2010, the patient indicated he continued with his usual unspecified dose of novo rapid insulin in response to the alleged issue. According to the csr's documentation, two hours after the reported meter issue began the patient allegedly experienced symptoms of sweating, dizziness, and impaired vision. At the onset of his symptoms, the patient indicated he administered self-treatment by consuming glucose tablets and drinking (B)(6). The patient denied testing his blood glucose with another device. At the time of troubleshooting, the csr's verified the correct unit of measurement on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.